Event description:
It was reported through a legal event that a patient had hernia repair surgery on or about on (B)(6) 2017. During hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a tissue strattice firm mesh. After surgery, the patient returned to the hospital on or about on (B)(6) 2017 and on (B)(6) 2019 for a revision surgery.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 5/31/2023, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp100354-189. No other information was reported. As reported in the initial: it was reported through a legal event that a patient had hernia repair surgery on or about (B)(6) 2017. During hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a tissue strattice firm mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2017 and (B)(6) 2019 for a revision surgery.

Manufacturer narrative:
Internal investigation into strattice lot sp100354 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 22 june 2023, of the 181 devices released to finished goods for lot sp100354, (B)(4)have been distributed. Of the (B)(4) distributed, 107 have been reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. Additional, corrected, and/or changed data: b.5., d.4., h.4., h.6.